Manufacturer narrative:
This event was determined to be reportable following edward's standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. The device is not available for evaluation because it was discarded at the hospital.

Event description:
It was reported that the catheter was unable to pace during use.there were no patient complications reported.